Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a pipeline flex stent that failed to open at the distal end. The patient was undergoing a procedure for flow diversion treatment of a right internal carotid artery (r-ica) ophthalmic segment unruptured saccular aneurysm. The aneurysm max diameter was 4.3mm and the neck diameter was 3.2mm vessel tortuosity was normal. Dual antiplatelet treatment (dapt) was administered. It was reported that the pipeline and all accessory devices were prepared and used per the instructions for use (IFU). During the stent deployment process, it was found that the tip of the pipeline stent could not be fully opened. It was noted that less than 50% of the pipeline was deployed when it failed to open. The pipeline was not positioned in a vessel bend. The pipeline was resheathed more than two times; no other steps or devices were used to open the pipeline. After multiple adjustments, the opened was not improved and the stent still could not totally adhere to the vessel wall normally. The pipeline was resheathed and removed with the microcatheter and replaced to complete the procedure successfully. There was no harm or injury to the patient. Post-procedure angiography showed no damage and the blood vessels were in good condition.

Manufacturer narrative:
Equipment used: video inspection system (m-78210), ruler 200cm (m-83361). Drawing(s) referenced: dwgsfg15xxx-yyyy-zz rev. F. As found condition: the pipeline flex braid and phenom 27 catheter were returned for analysis within shipping box; within a plastic bio-pouch; and within an opened pipeline flex inner pouch. The pipeline flex pushwire was not returned for analysis. Therefore, any contributing factors could not be determined. Damage location details: the distal end of pipeline flex braid as not fully opened due to damaged braid. The proximal end of pipleine flex braid was fully opened and damaged. No flash or voids molded were observed in the hub. No bent or kink was found with catheter body. The catheter tip, marker band were examined; and no damage was found. No other anomalies were observed. Testing/analysis: for further examination, the catheter was cut to remove the braid from the catheter lumen. The catheter was flushed with water and water exited out of the distal tip. Conclusion: based on the analysis findings, the pipeline flex was confirmed to have failure to open at distal as the distal end of pipeline flex braid was not fully opened due to damaged braid. However, the root cause for damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.